Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements. As a result, high out of range pacing impedance measurements were exhibited. Upon review technical services also found oversensing of noisy signals during a stored non-sustained ventricular tachycardia episode. Additional information from the field representative provided the rv lead was reprogrammed to unipolar configuration. Reprogramming resolved the out of range pacing impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements. As a result, high out of range pacing impedance measurements were exhibited. Upon review technical services also found oversensing of noisy signals during a stored non-sustained ventricular tachycardia episode. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.